Event description:
Device had just been opened but broke in preparation of procedure. A second identical device was opened and the same issue occurred. (Both were set aside before being used on patient so no patient harm occurred with the exception of a slight delay in procedure). A third identical device was opened and was successfully used with patient. Prep and drape of both groins; micropuncture technique was utilized to access the left common femoral artery without difficulty. A 5fr sheath was then introduced folowed by an omniflush catheter and with this we were able to successfully cannulate the right iliac system with an angled 0.035 glidewire".====================== health professional's impression======================nurse who handled the three devices said the first two essentially fell off upon opening of the packages and the third was fine and was used in procedure.